Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated with juice. The customer's blood glucose was 230 mg/dl before she went to the gym. The customer stated that she bolused too much and her blood glucose dropped. The customer was advised to calibrate 3-4 times daily when blood glucose is not changing rapidly.